Event description:
It was reported "the connecting part of the adaptor to the flowmeter was unstable and the adaptor got detached during use. The adaptor was replaced with a new unit, but the same issue occurred. The third unit was connected properly". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Oxygen entrainment testing was performed and during the setup it was observed that the assembly of the nut adaptor and the upper body was unstable. Even with that condition, the sample was able to be tested on oxygen entrainment testing; however the sample failed the testing. After the testing was finished, the adaptor was carefully disassembled from the upper body and it was visually inspected. During the visual inspection wear was found on the internal tabs. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint is confirmed. Although the complaint is confirmed, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process. The wear on the internal tabs of the adaptor was most likely caused by the end user during the connection of the adaptor into the flowmeter that causes an unstable connection issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the connecting part of the adaptor to the flowmeter was unstable and the adaptor got detached during use. The adaptor was replaced with a new unit, but the same issue occurred. The third unit was connected properly". No patient harm or injury reported. Patient condition reported as "fine".